Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical territory associate (cta) reported that the integrated electrosurgical unit (iesu) or erbe was giving an error and monopolar energy was not working. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found errors pointing to the generator and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the customer reported complaint was confirmed. A review of the logs found errors confirming that the issue occurred in the field. Upon visual inspection, fa found no issues related to the reported problem. The erbe was tested using a well-known system and the unit displayed c-34 errors on startup. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34 and c-00. This error indicates a lower voltage than expected during energy activation.